Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to the moisture and insulin pump suddenly stopped working. Customer¿s blood glucose level was unknown. The customer reported that they did not hear fluid after shaking the insulin pump. The customer reported the fluid under the screen if insulin pump. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.